Manufacturer narrative:
The reported incident was confirmed during the hardware evaluation. The cause of the generator startup issue is associated with an unseated internal memory module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
Prior to an ablation procedure, the neurotherm generator would not startup properly, which lead to cancellation of the procedure. There were no adverse consequences to the patient as the procedure had not yet started.

Manufacturer narrative:
Corrected information: event problem and evaluation codes.